Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported rotation of the clip was not confirmed via returned product analysis. The difficulty positioning the clip perpendicular to the line of coaptation could not be replicated in a testing environment as it was based on procedural conditions. Although the analysis was unable to confirm the reported difficulty, the discrepancy between what was reported and what was observed (no rotation of the clip noted) was likely due to a combination of varying amounts of tension felt by the device during the procedure versus the returned product analysis and internal damage to the actuator assembly. The actuator mandrel (inner component of the device) was bent approximately 34 degrees. More tension (e.g. Due to the anatomy, curves on the device, etc.) And/or internal damage (such as bends) may cause unexpected movements of the clip. Potential causes for rotation of the clip resulting in difficulty positioning the device can include, but are not limited to, patient conditions such as anatomical morphology/pathology, patient disease state (such as tortuosity of the vessel, resulting in increased tension on the device), unintended curves on the device during advancement or excessive curves applied to the device, user technique/procedural conditions (excessive tension on the device during preparation), or manufacturing anomalies. A review of the lot history record revealed no manufacturing nonconformities issued to this lot that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This report is submitted to report the atypical clip movement which occurred in the left ventricle and has the potential to cause or contribute to patient injury if the clip becomes entangled in the chordae. It was reported that the mitraclip was prepared according to instructions for use. All tension was released before insertion through the steerable guide catheter. During every advancement from the left atrium to the left ventricle, the clip rotated 90 degrees. All attempts to move the clip perpendicular to the line of coaptation resulted in the clip rotating. The clip reacted this way with every small advancement and retraction. It was not possible to set the clip perpendicular to the line of coaptation. Attempts were made to release the tension with advancement and retraction, but this did not change the clip's behavior. The cds was replaced with another. Two mitraclips were implanted reducing functional mitral regurgitation (mr) from grade 3 to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.